Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up one week post implant, hematoma was observed at the incision site. Hematoma evacuation was performed without complication. The patient was in good condition.